Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had prime anomaly. Blood glucose was unknown. Customer reported that insulin squirt out during manual prime. Customer reported that insulin pump piston continue to move forward after reservoir contact and insulin squired out. The insulin pump will be returned for analysis.